Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who guided them through a pump reset process, successfully resolving the issue without recurring errors, and the sensor session was started successfully.